Event description:
Reporter stated that customer received the following results on the active system within 10 minutes: 111 mg/dl, 172 mg/dl, 490 mg/dl, 198 mg/dl and 444 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.